Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the leakage near the end of the catheter was identified by the nurses immediately upon use, resulting in one case of phlebitis. Additionally, five cases were reported in pediatric patients from the same lot. Unused sample from the same lot available. 5 quantities were affected. The event occurred at the hospital immediately upon use. Steps taken to resolve this issue was changed to use a new one. The root cause was identified as the insertion procedure being performed in the same normal procedure as other, medical intervention was required for the treatment of phlebitis.